Event description:
It was reported that approximately three years post-implantation, the patient reports ongoing right hip pain and numbness from hip to foot. Another revision is being planned but it is unknown if a revision has been scheduled to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 00992307845, xl body nitrided cementless, lot # 64013976. Item # 00998209902, nut compression cementless, lot # 63855103. Unknown item #, unknown stryker cup, lot # ljr382 unknown item #, unknown cement depuy, lot # 9577992. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was provided to the product surveillance team for further investigation or review, and no photographs of the affected devices were included. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The patient is a male born in 1958, is 183cm and 113kg (bmi 33.8). The patient underwent surgery for the removal of a plating system and implantation of a total hip replacement system on the right leg. During this surgery, zimmer biomet products were implanted. After approximately 10 years post initial implantation, the patient fell and sustained an injury to the right hip at an old surgical incision site, which subsequently developed into an open, draining abscess. After several unsuccessful aspiration attempts, the condition progressed, necessitating the full explantation of the hip system during the year following the fall, due to joint infection. During this surgery, a cement mixed with antibiotics was implanted as a spacer, as well as new zimmer biomet products together with competitor products (cement from depuy and cup from stryker). After approximately 13 years and 7 months post initial implantation, the patient reported persistent right hip pain and numbness extending from the hip to the foot, with plans underway for another revision surgery. Additionally, the patient underwent a left tha, and a metal-on metal hip system from zimmer biomet was implanted. After approximately 3 years and 4 months, the implant was revised due to loosening. The provided documentation indicate that the patient has pre-existing comorbidities, including chronic pain syndrome and lumbar spinal stenosis. However, no supporting medical records were provided. The patient has pre-existing comorbidities, including chronic pain syndrome and lumbar spinal stenosis. These conditions can cause symptoms such as radiating pain, weakness, and numbness, which align with the patient¿s reported experiences. Additionally, it was determined that zimmer biomet has not approved the application and combination of the implanted devices. It is unknown if this off-label use caused or contributed to the reported event. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d6b, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent right tha after removal of plating system due to prior trauma fracture and later, the patient developed pain and limping approximately 8 years post implantation and continued, was treated conservatively. Approximately 10 years post implantation the patient fell and sustained an injury to right hip old incisional site that progressed into an open and draining abscess above. Several unsuccessful aspirate attempts, then lead to full explant and spacer implantation due to joint infection approximately 11 years post implantation. Approximately 14 years and 8 months post implantation underwent the second stage of the revision where loosening of the competitor cemented acetabular cup was found and all implants except for the stem were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.